Event description:
The problem reported by the customer initially captured by the philips response center (rc) was that the device would not store 12-lead ECG. The philips field service engineer (fse) later clarified that the issue reported by the customer was that leads ECG had failed. There was no patient involvement.